Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Hernia recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery to repair a hernia and the bard/davol ventralex hernia patch was implanted during the surgery. On (B)(6) 2014 - the patient underwent surgery to repair a hernia with a non-bard/davol mesh, was implanted during the surgery. The patient suffered severe and irreversible injuries. As reported, the patient's attorney alleges that the ventralex hernia patch and the non bard/davol mesh were defective and that the patient suffered injuries including but not limited to, pain, abscess, recurrence and additional surgery.

Manufacturer narrative:
This is an addendum to the initial MDR to correct the expiration date.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - the patient underwent surgery to repair a hernia and the bard/davol ventralex hernia patch was implanted during the surgery. (B)(6) 2014 - the patient underwent surgery to repair a hernia with a non-bard/davol mesh, was implanted during the surgery. Ni/ni/ni - the patient suffered severe and irreversible injuries. As reported, the patient's attorney alleges that the ventralex hernia patch and the non bard/davol mesh were defective and that the patient suffered injuries including but not limited to, pain, abscess, recurrence and additional surgery.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - the patient underwent surgery to repair a hernia and the bard/davol ventralex hernia patch was implanted during the surgery. (B)(6) 2014 - the patient underwent surgery to repair a hernia with a non-bard/davol mesh, was implanted during the surgery. Ni/ni/ni - the patient suffered severe and irreversible injuries. As reported, the patient's attorney alleges that the ventralex hernia patch and the non-bard/davol mesh were defective and that the patient suffered injuries including but not limited to, pain, abscess, recurrence and additional surgery. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿a periumbilical incision was created. Dissection was carried down to the hernia sac located above the fascia. A ventralex mesh was placed under the defect and was secured with prolene sutures.¿ (B)(6) 2014 - patient was diagnosed with right sided ventral hernia thereby underwent laparoscopic repair. Per operative notes, ¿a hernia was noted just to the right of midline. A synthetic mesh was placed.¿ attorney alleges that the patient had abscess, hernia recurrence, pain and suffering. It is also alleged that the patient had scarring, abdominal bulging and mass, and additional surgery.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Hernia recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the expiry date and date of implant. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, pain and inflammation thereby underwent repair with additional surgery. The instructions-for-use supplied with the device lists pain and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-may-2012) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b6, b7, d4 (UDI), e3, g1, g3, g4, g6, h2, h4, h6, h10, h11. Corrected fields: d4 (expiry date), d.6a (date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.